Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 4mm x 20mm x 144cm coyote es balloon catheter was used for dilation. However, during first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.